Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-jun-2023. Investigation summary: one maxzero microbore tubing and one catheter were received and tested by our quality team. The connection was tested repeatedly and there was no leak or issue noticed when the connection was properly tightened. This issue could not be replicated and the complaint of separation-leak cannot be verified. The root cause of the reported failure is unknown. A device history record review for model mz5302 lot number 23039181 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse pressure rated extension set it separated. The following was received by the initial reporter verbatim: his main gripe is the luer lock end is not marrying up and it's detaching if they're not delicate.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse pressure rated extension set it separated. The following was received by the initial reporter verbatim: his main gripe is the luer lock end is not marrying up and it's detaching if they're not delicate.